Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was punctured. This resulted in the patient experiencing headaches and shocking sensations. Surgical intervention may be taken at a later date to address the issue.

Event description:
It was reported that the patient's ipg was punctured as a result the scs system was explanted on (B)(6) 2022.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.